Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the screen. The customer did not list any significant events leading up to this issue. Blood glucose level at the time of the incident was 171 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent esc button response due to corroded keypad traces. No unexpected number scrolling during testing. No unlocked lcd keypad connector. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.